Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was due to contamination on the battery board pca and the u13 component was shorted. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted component could not be identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.